Event description:
Pt received a new defibrillator/pacemaker after depletion of battery. Device was in use for 4 yrs. New device is supposed to be better and more sensitive according to cardiologist. On 10/8, pt had cardiology appt and md said everything was fine. On 10/15, pt was feeling bad, had headache, back pain and chest pain. Son took pt to the ER. While pt was being seen, she was moaning and groaning and uttered the words that she is going to die. Nurse replied "don't die on my shift". This was at (B) (6) hosp in (B) (6). Pt discharged. Six days later, pt called her son around 6 am with pain and difficulty breathing. Then 911 was called and pt taken to ER. Office said that pt's cardiologist was on vacation. At the hospital, the clinicians monitored heart rate and b/p with automatic machines and administered medications. Cardiologist whom was supposed to be on vacation, came to the hospital and admitted pt at 12:30 pm - pt was awake. Pt was taken to a regular room where all automatic equipment was disconnected. Pt was not monitored regularly. IV was placed and her heart rate was listened to. From 2-4 pm, she was alone with her son. No one came to check on her. The nurse had given her medication through the IV before. She left the room and the pt was in a deep sleep. At 3:30 pm, the lab tech attempted to take blood pressure and was not successful. No b/p was obtained using wall unit. Aide brought manual machine and still got no reading. The third time the readings fluctuated. The nurse chose the lower reading and reported it to the doctor. Pt was given more medicine through her IV. At 4:30-4:45, the nurse came back and attempted to obtain a glucose level via fingerstick. Her son observed his mothers head tilt to the left and saw her stop breathing. He alerted the nurse to this, as she did not notice. The nurse immediately called a code blue. A team of 20-25 clinicians came to assist. Her son inquired as to why these people are beating and punching on his mothers chest if she has a defibrillator/pacemaker. The nurse stated that the device is not functioning, not doing its job. The other nurse verbally agreed. After shocking pt with paddles, pulse returned and the pt was breathing. They connected pt to tubes and ventilator. Five hrs later, at 11:00 pm, pt died. Son believes the device remains implanted after speaking with funeral home. Son witnessed every event first hand. He is unsure if the clinicians were negligent and/or if the device/devices malfunctioned and may have contributed to his mother's death. He would like answers and would like this matter to be investigated. He is willing to be contacted for further info if needed. The MFR and hosp have been contacted and are unwilling to provide info/answers.